Manufacturer narrative:
(B)(6).

Event description:
It was reported that an asymptomatic patient presented for a routine follow-up. High, out of range, high voltage lead impedance measurements were observed for vectors including the svc coil. Isometrics and pocket manipulation was performed and noise was not evident. The patient will be monitored.